Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not maintaining the augmentation. No one was harmed

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) that encountered the issue found that the balloon was not properly inflating. The fse performed all pneumatic tests and found that the pneumatic performance test failed. The vacuum was not maintaining. The fse replaced the drive manifold. The k6, k6a, k7, & k8 test passed. While performing the pneumatic functions test, the average pressure value was very low. The value was 50, but should be between 300 and 413. The fse replaced the 5000 hr maintenance kit which was determined to be defective. The safety disk was also replaced as it was expired. The iabp was then handed over to the customer in good, working condition.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance service performed by a getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit is not maintaining the augmentation. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, g2, h6 (impact code)

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.